Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2011: (B)(6) medical center. (B)(6) . (B)(6) 2011: (B)(6) medical center. (B)(6) md. Operative report. Operation: exploratory laparotomy, lysis of adhesions, excision of kugel mesh. Pre/postop diagnosis: incisional hernia. Procedure: ¿after successful induction of general anesthesia, patient received intravenous antibiotics. Gastric and bio catheters were placed. Previous midline incision was incised. The peritoneal cavity was safely entered. We identified large midline hernia sac and lysed adhesions, freeing up bowel and omentum from the abdominal wall. Anterior bowel loops were freed from each other. As we extended our dissection to the left, we found where his previous colostomy site hernia had been repaired with kugel mesh. The edges of this had curled and the intestines was densely adherent to this. Intestine was at risk of the stiff edges of this kugel mesh eroding into the bowel.¿ ¿thus, we thought it was necessary to excise this mesh. With tedious dissection, we were able to safely excise the kugel mesh. Ultimately, posterior abdominal wall was freed. We similarly dissected subcutaneous tissue from the anterior abdominal wall. At this point, dr. (B)(6) and the plastics team scrubbed for mesh repair of his very large defect. We felt that there was no way that separation of parts was feasible with his large multiple defects. I was personally scrubbed for this portion of the procedure.¿. (B)(6) 2011: (B)(6) medical center presbyterian. (B)(6) md. Operative report. Pre/postop diagnosis: massive incisional hernia. Operation: abdominal wall reconstruction with gore-tex® dual mesh. Indications: ¿the patient is an unfortunate 55-year-old man with massive ventral hernia with no rectus abdominis muscle with large domain issue. Dr. (B)(6) and I mutually agreed that component separation was not in his best interest and was not possible, and so mesh placement was agreed. The patient understands the risks related to recurrent difficulties using mesh. He understands this based on the fact we had prior complications with mesh but has no other solution.¿. Description: ¿after dr.(B)(6) finished his portion of the operation, attention was then turned to the abdomen, where a 25 x 20 cm piece of dual mesh was placed with prolene sutures under ______ [sic] technique. Wound was irrigated with copious amounts of bacitracin-impregnated normal saline solution. The abdomen was closed with 3-layer plastic closure with application of three 10 mm blake drains. The patient tolerated procedure well. There were no intraoperative or immediate postoperative complications. The patient received antibiotics within 15 minutes of the incision and will have antibiotics for this event discontinued within 24 hours.¿ attestation: ¿I, (B)(6) md, was physically present, scrubbed, and performed the operation. Estimated blood loss for our portion of the operation: less than 100 ml.¿. The records confirm a gore® dualmesh plus biomaterial (1dlmcp08/8592916) was implanted during the procedure. (B)(6) 2011: (B)(6) . (B)(6) md. (B)(6) 11: (B)(6) medical center. (B)(6) , md/(B)(6), md. (B)(6) 2011: (B)(6) medical center. (B)(6) md/ (B)(6) md. (B)(6) 2011: (B)(6) medical center. (B)(6) crnp/ (B)(6) md. (B)(6) 2011: (B)(6) medical center. (B)(6) md. (B)(6) 11: (B)(6) medical center. (B)(6) pa-c/ (B)(6) md. (B)(6) 2011: (B)(6) medical center. (B)(6) , md/ (B)(6) md. (B)(6) 2011: (B)(6) medical center. (B)(6) pa-c/ (B)(6) md. (B)(6) 2011: (B)(6) medical center. (B)(6) md/ (B)(6) . (B)(6) 2011: (B)(6) medical center. (B)(6) md. (B)(6) 2011 (B)(6) medical center. (B)(6) md. Operative report: operation: (B)(6) 2011: (B)(6) medical center. (B)(6) 2011: (B)(6) medical center. (B)(6) 2011: (B)(6) medical center. (B)(6) 2011: (B)(6) medical center.(B)(6) . (B)(6) 2011: (B)(6) medical center. (B)(6) md. (B)(6) 2011: (B)(6) medical center. (B)(6) crnp/ (B)(6) md. Discharge (B)(6) 2011: division of trauma and general surgery. (B)(6), md. Office visit. States incision healing well, slight clear/light red drainage with no odor. Surgery: reopening of infected gore-tex mesh abdominal washout temporary [sic] abdominal closure with negative pressure vac dressing 11/14/11. Complains of pain to abdomen, no fevers/chills, occasional night sweats, occasional nausea/vomiting, poor appetite, drinks ensure three times a day (only by mouth intake). Weight 260 lb 5.8 oz, bmi 35.31. (B)(6) 2012: division of trauma and general surgery. (B)(6) md. Office visit. Follow up. Abdomen soft, nontender, nondistended. Wound well healed, sutures removed. Continue to wear binder. Discussed need for weight reduction prior to addressing the hernia repair again. Weight 280 lb 13.9 oz, bmi 38.09. (B)(6) 2012: division of trauma and general surgery. (B)(6) md. Office visit. Postsurgical aftercare. Follow up after removal of infected mesh. Complaining of significant weakness and pain in abdomen despite wearing 2 binders at all times when out of bed. Gained significant amount of weight and notes significant craving for sweets. Notes some areas of abrasion and bleeding over a skin only closure. Notes shortness of breath when walking any length of distance and when recently in the hospital for a family member, he noted that he became acutely short of breath requiring oxygen and a wheelchair. Weight 301 pounds. Exam: abdomen, soft with a massive ventral hernia with loss of domain. Diffusely tender throughout with no signs of peritonitis. Mild edema of bilateral lower strategies [sic]. Assessment/plan: discussed with patient and wife the need for significant weight loss prior to any surgery for the hernia, he¿ll need to lose at least 50 pounds. In the meantime have him see his primary care tomorrow and discuss some of his other medical issues including shortness of breath and a safe medical weight loss plan. He asked if the shortness of breath might be related to the pulmonary embolism for which he is being treated with coumadin. I did recommend he have an echocardiogram. I will see him back in 2 months to see how he is progressing with weight loss. (B)(6) 2012: division of trauma and general surgery. (B)(6) md. Office visit. 2 month follow up. Having severe pain. New bulge present at lower abdomen. Wound opening on abdomen believed to be pushing out from the inside. Appetite good, still doing weight watchers. Bowel movements normal. Weight 282 lb 8 oz, bmi 38.31. Diagnosis: ventral hernia. (B)(6) 2012: division of trauma and general surgery. (B)(6) md. Office visit. Status post skin only closure with pulmonary embolism complication. Has skin ulcer over skin only repair, currently on coumadin for over 6 months for pulmonary embolism. History: diverticulosis, coronary artery bypass graft, colonoscopy, hernia repair ¿ incisional. Reports he quit smoking; smoking use included 1 pack per day; does not use alcohol. Weight 280 lb 3.2 oz. Exam: abdomen; soft hernia, small quarter size skin ulcer, no erythema, oozy on coumadin. Plan: recommended stop coumadin, daily vaseline gauze and dressing. (B)(6) 2012: division of trauma and general surgery. (B)(6) md. Office visit. Started chantix 7 days ago. Having difficulty with weight. New hernia in last couple months. Pain and new openings along abdomen. Food getting ¿stuck¿ in chest, increased heart burn, difficulty with aspiration into lungs. Weight 289 lb 14.5 oz, bmi 39.32. (B)(6) 2012: (B)(6) radiology. (B)(6) . Radiology-esophagram, barium swallow. History: dysphasia. Impression: severe esophageal dysmotility. No reflux elicited. Possible smooth stricture at the gastroesophageal junction. (B)(6) 2013: division of trauma and general surgery. (B)(6) md. Office visit. Follow up. Consult for surgery on esophagus and bariatric surgery. Status post removal of infected mesh 11/14/11. In weight management program. Complains of weight gain, weakness, coughing, generalized body pain, dysphagia. Weight 289 lb 12.8 oz, bmi 40.42. (B)(6) 2013: (B)(6) medical center. (B)(6) md/ (B)(6) md. (B)(6) 2013: (B)(6) medical center. (B)(6) pa-c/ (B)(6). (B)(6) 2013: division of trauma and general surgery. (B)(6) md. Office visit. Doing well status post repair of giant ventral hernia with biologic mesh. Still some pain along right side of repair. Pneumonia treated by primary care with levaquin, last dose last night, positive loose stool this morning, tolerating regular diet. No palpable hernia recurrence, nor seroma. Wound clean/dry, staples intact. Jp drains with less than 15 cc each ¿ serous. Both were removed. Staples removed. Doing well. Pain control being managed by his pain doctor who is starting him on extended release agent today. If diarrhea continues, patient will call me or his primary care to evaluate for c. Diff. Start probiotic yogurt. (B)(6) 2013: division of trauma and general surgery. (B)(6) md. Office visit. Postsurgical aftercare. Status post repair of giant incisional hernia (B)(6) 2013. Returns for 2nd postoperative check. Has abdominal discomfort. Complains of constipation, using stool softener. Appetite good. No fevers/chills. Overall, states feeling better. Weight 259 lb 11.2 oz, bmi 36.22. (B)(6) 2013: (B)(6) radiology. (B)(6) . Radiology-CT abdomen/pelvis. Indication: abdominal hernia. Findings: there is a widemouth ventral hernia containing nonobstructed large and small bowel and omentum. Impression: large ventral abdominal hernia containing nonobstructed large and small bowel. (B)(6) 2013: division of trauma and general surgery. (B)(6) md. Office visit. Ventral hernia. Follow up large abdominal hernia right abdomen. States hernia increasing in size over last 3 weeks. Increased pain with coughing/sneezing. Abdominal CT done 3 weeks ago. Appointment with pain clinic next week. Weight 278 lb 3.5 oz, bmi 38.80. Diagnosis: abdominal hernia without obstruction or gangrene. (B)(6) 2014: division of trauma and general surgery. (B)(6) md. Office visit. Status post hernia repair. Developed a cold in (B)(6) 2013, with cough, mesh ripped. Had dropped a few pounds, is going to move soon, would like to discuss surgery or referral. Weight 271 lb 12.8 oz, bmi 37.38. (B)(6) 2014: division of trauma and general surgery. (B)(6) md. Office visit. Incisional hernia. Abdominal CT done 2 months ago. Having right upper quadrant discomfort. Notes pain after a meal, gas, or before a bowel movement. Bowel movements alleviate pain for short time. 7-8 lb weight increase since last visit. Diagnosis: incisional hernia without obstruction or gangrene. [Missing records: a records for the abdominal CT scan done 2 month ago were not provided.] (B)(6) 2018: division of trauma and general surgery. (B)(6) md. Office visit. Follow up for abdominal pain and hernia. Weight 302 lb 0.5 oz, bmi 42.12. Diagnosis: abdominal hernia without obstruction and without gangrene, recurrence not specified. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect- clinical code. H6: updated investigation findings. H6: updated investigation conclusions. H6: health effect impact code: f1903: device explantation. Previous patient codes (1994, 3191: appropriate term/code not available for ¿fluid collection: and ¿cellulitis¿) were reported based on the original complaint and are no longer applicable per gore¿s investigation. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: ¿ the known medical records span (B)(6), 2009 through (B)(6), 2018 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Patient information: medical history: ¿ recurrent hernia in midline abdominal wound; large upper midline and mid-midline ¿ obesity ­ (B)(6) 2011: 272 lbs; bmi 37. ­ (B)(6) 2011: 129 kg; bmi 38.5. ­ (B)(6) 2011: 130 kg; bmi 38.8. ­ (B)(6) 2011: 260 lbs; bmi 35.3. ­ (B)(6) 2012: 301 lbs; bmi 40.8. ­ (B)(6) 2012: 280 lbs; bmi 38.0. ­ (B)(6)2013: 132 kg; bmi 39.4. ­ (B)(6) 2014: 271 lbs; bmi 37.3. ­ (B)(6) 2018: 302 lbs; bmi 42.1. ¿ smoker. ­ (B)(6) 2011: 1 pack/day. ­ (B)(6) 2011: quit 4 months ago; 1 pack/day x 15 years. ¿ chronic obstructive pulmonary disease. ¿ diverticulitis. ¿ myocardial infarction. Prior surgical procedures: ¿ (B)(6) 2009: umbilical herniorrhaphy, omphalectomy and partial omenectomy. ¿ (B)(6) 2010: hartmann¿s procedure for perforated diverticulitis and peritonitis complicated by wound dehiscence a week post-operatively. ¿ (B)(6) 2010: colostomy reversal. ¿ (B)(6) 2011: repair of hernia at prior stoma site with kugel mesh. Relevant medical information: ¿ (B)(6) 2009: ¿the patient is a 53-year-old white male who had a long-standing history of an umbilical hernia, over 5 years, with it bulging out, stating that he was planning elective repair and has had preoperative evaluation by his primary care physician...¿ ¿...before having this repaired while working early this morning under a motor he states that he suddenly developed pain in the hernia with firmness and enlargement of this, which had gotten progressively severe to the point he presented to the emergency room unable to reduce the hernia.¿ ¿ (B)(6) 2009: umbilical herniorrhaphy, omphalectomy and partial omenectomy o ¿the fascial defect was somewhat circular, measured approximately 2 cm in size, and was closed in a transverse fashion by careful placement of mattress sutures of #1 bralon full thickness of the fascia.¿ ¿ (B)(6) 2010: CT abdomen/pelvis: ¿diverticulosis without evidence of diverticulitis¿ ¿ (B)(6) 2010: CT abdomen/pelvis: ¿findings consistent with perforated diverticulitis¿ ¿ (B)(6) 2010: sigmoid colectomy and end colostomy for a diagnosis of perforated sigmoid diverticulitis with feculent peritonitis. ¿ (B)(6) 2010: abdominal wound washout and repair of an abdominal wound dehiscence. O 1. Dehiscence of abdominal wound. 2. No evidence of fascial necrosis or gangrene. 3. No evidence of intraabdominal abscess collection. 4. Intact sutures, but had cut through the very thin fascial layer. ¿ (B)(6) 2010: exploratory laparotomy with adhesion lysis, partial colectomy with excision of colostomy and low anterior anastomosis, repair of small bowel enterotomy x 1. O 1. Dense intra-abdominal and pelvic adhesions, secondary to previous surgery. 2. Small bowel enterotomy created during dissection and adhesiolysis, subsequently repaired primarily. ¿ (B)(6) 2011: ¿the patient is a 55-year-old white male who was planning to have a ventral hernia repaired and was actually getting pretesting when he developed sharp, severe pain in the hernia associated with some nausea and some loose stools. The hernia is a massive, rapidly-enlarging hernia in his left lower quadrant, appears to have come from an old ostomy site. This had been causing sharp, stabbing pains just a few days before, but also just of recent onset is a soft swelling in the epigastric portion of his incision.¿ ¿he relates that he has been unable to lose weight and has been actually gaining weight due to inactivity.¿ ¿ (B)(6) 2011: ventral herniorrhaphy with mesh prosthesis, partial omenectomy, lysis of adhesions. O ¿revealed a 8 cm wide x 10 cm long defect in the left lower quadrant, just lateral to the left of midline, most likely representing the prior colostomy site which at the time of colostomy reversal had a large associated hernia. Repaired using a bard composite kugel hernia patch, a large oval 19.6 cm x 24.6 cm¿¿ implant preoperative complaints: ¿ (B)(6) 2011: ¿repair umbilical hernia 2009, perforated sigmoid diverticulitis (B)(6) 2010; underwent hartmann¿s resection. Wound dehiscence from this a week postoperatively. Several months after this, underwent reversal of colostomy. Repair of hernia at colostomy site with kugel mesh january this year. Now has recurrent hernia in midline abdominal wound. Smokes 1 pack per day.¿ ¿abdomen moderately obese, has midline incision, left lower quadrant colostomy incision, large upper midline and mid-midline hernia; measures 15 cm in diameter. Repair at stoma site appears intact. CT scan confirms physical exam findings. Recti are separated by 15 to 18 cm; seems to have a piece of muscle bilaterally. Needs to be nicotine free, ideally should lose some weight. Will schedule repair of incisional hernia by separation of parts in the fall sometime.¿ implant procedure: 2 separate procedures during 1 operating room encounter. ¿ exploratory laparotomy, lysis of adhesions, excision of kugel mesh. ¿ abdominal wall reconstruction with ¿gore-tex dual mesh¿. Implant: gore® dualmesh® plus biomaterial ((B)(6)) 26 x 34 cm, oval. Implant date: (B)(6), 2011. ¿ description of hernia being treated: dr. (B)(6): ¿previous midline incision was incised. The peritoneal cavity was safely entered. We identified large midline hernia sac and lysed adhesions, freeing up bowel and omentum from the abdominal wall. Anterior bowel loops were freed from each other. As we extended our dissection to the left, we found where his previous colostomy site hernia had been repaired with kugel mesh. The edges of this had curled and the intestines was densely adherent to this. Intestine was at risk of the stiff edges of this kugel mesh eroding into the bowel.¿ ¿thus, we thought it was necessary to excise this mesh. With tedious dissection, we were able to safely excise the kugel mesh. Ultimately, posterior abdominal wall was freed. We similarly dissected subcutaneous tissue from the anterior abdominal wall. At this point, dr. (B)(6) and the plastics team scrubbed for mesh repair of his very large defect. We felt that there was no way that separation of parts was feasible with his large multiple defects.¿ ¿ implant size and fixation: dr. (B)(6): ¿after dr. (B)(6) finished his portion of the operation, attention was then turned to the abdomen, where a 25 x 20 cm piece of dual mesh was placed with prolene sutures under______ [sic] technique . Wound was irrigated with copious amounts of bacitracin-impregnated normal saline solution. The abdomen was closed with 3-layer plastic closure with application of three 10 mm blake drains.¿ ¿ post-operative period: [10 days]. O (B)(6) 2011: ¿incision c/d/I, [clean, dry, intact] jp [jackson-pratt drain] output serosanguinous. Begin heparin gtt [drip/infusion] for pe [pulmonary embolism]. Keep ng [nasogastric] tube; had some nausea earlier, do not want pt to have n/v [nausea/vomiting] with new hernia repair particularly while starting full anticoagulation.¿ o (B)(6) 2011: ¿s/p [status post] ex-lap [exploratory laparotomy], loa [lysis of adhesions], repair serosal tear , closure with gore®dualmesh® (B)(6); hx of hartman¿s procedure and eventual colostomy takedown. Developed incisional hernia at colostomy site s/p kugel mesh repair.¿ o (B)(6) 2011: ¿pod [post-operative day] 6 abdominal closure with mesh. Oob [out of bed], continue jp¿s and binder.¿ o (B)(6) 2011: discharge summary: ¿admitted for repair of incisional hernia. Underwent operative repair on (B)(6) by general and plastic surgery; included exploratory laparotomy, lysis of adhesions, repair of one serosal tear, closure using gore® dualmesh® and jp drain placement x4. Admitted to ICU postop. Pod #2, positive for acute pulmonary emboli and started on heparin drip. Then started on coumadin; on 11/4 heparin drip discontinued. Initially controlled with paravertebral blocks; removed while on heparin drip without complication. Diet successfully restarted on 11/3. On 11/5, c/o [complained of] nausea; diet held, then restarted without issue.¿ ¿gastrointestinal; soft, non-tender, non-distended, midline abdominal wound with intact staples, 4 jp drains to distal abdomen. Today, tolerating diet, ambulating the halls and stable for discharge home. Pcp was contacted today regarding hospital stay and discharge on coumadin. She will resume responsible [sic] of pt/inr [prothrombin time/international normalized ratio]. Will follow up general surgery and plastic surgery.¿ relevant medical information: ¿ (B)(6) 2011: CT abdomen/pelvis: ¿today's exam demonstrates recent postoperative change with ventral hernia repair and mesh placement. Surgical tacks are identified in the abdomen and multiple drains are seen adjacent to the mesh with fluid surrounding it. The largest component of fluid density surrounding the mesh measures 19.4 cm in width x 4.7 cm in depth. At the prior site of fat hernia in the left lower abdomen demonstrates what appears to be a fluid collection under the skin, not contiguous with the subcutaneous drains. This fluid collection measures 15.8 cm x 3.7 cm.¿ ¿ (B)(6) 2011: ¿presents to ed with shaking chills and fever up to 102 beginning last night. Recent ex-lap/loa/excision of kugel mesh/closure w/mess [sic] by prs on (B)(6) 2011, postop course c/b [complicated by] pe for which he was started on coumadin, discharge on (B)(6) 2011. Noted mild nausea associated with fever. Seen in local ed and CT a/p [abdomen/pelvis] revealed 19 cm abdominal fluid collection and leukocytosis of 18. Received dose of vancomycin at osh; fever resolved with tylenol in ed this afternoon. Reports persistent abdominal pain, left greater than right, unchanged since vhr [ventral hernia repair]. Reports pain at jp sites; wife notes increasing erythema at the sites. Has been no drainage or erythema from midline incision. Passing flatus and moving bowel regularly.¿ ¿gastrointestinal: soft, nondistended, ttp [tender to palpation] diffuse, left greater than right, no rebound or rigidity, significant erythema surrounding jp sites that are tender, midline abdominal incision intact with staples without drainage or erythema.¿ ¿start on broad spectrum abs [antibiotics], to or for explant of mesh if any signs of hemodynamic instability.¿ ¿ (B)(6) 2011: ¿s/p ventral hernia repair with drain placement. Plastics aware of patient, nothing further to do right now. Regular diet. Continue home meds. One bout of hypotension overnight; bolus ivf. If does not improve/demonstrates additional evidence of sepsis, will consider more aggressive surgical options. Otherwise, treat conservatively with antibiotics.¿ explant preoperative complaints: ¿ (B)(6) 2011: ¿had sop w/gore-tex® mesh placed (B)(6), re-admitted (B)(6) overnight for abd wall cellulitis; CT shows large supra and infra-mesh fluid collections.¿ ¿significant tenderness on abd wall , no n/v/d [nausea/vomiting/diarrhea]. Exam: abd soft, nd [non-distended], tender to very superficial palpation of skin. Erythema extending from lower abdomen, outlined, slightly outside lines this am. No purulence or drainage from incisions. Jps draining murky debris. Inc c/d/I.¿ ¿discussed w/dr. (B)(6), cellulitis not improving w/>24 hrs of abx [antibiotics], given CT findings and clinical exam, requesting general surgery to take to or for mesh removal and washout, possible vac or skin only closure.¿ ¿ (B)(6) 2011: ¿55-year-old male with history of complex ventral hernia repair approximately 2 weeks ago who presents with abdominal pain and was found to have a large fluid collection anterior and posterior to the mesh with cellulitis of the abdominal wall. Although cellulitis improved with antibiotic treatment, as foreign body the mesh required removal to adequately treat the infection.¿ explant procedure: reopening of recent exploratory laparotomy, removal of infected ¿gore-tex®¿ mesh, abdominal washout, temporary closure with negative pressure (vac) dressing. Explant date: (B)(6), 2011. ¿ ¿there was a large fluid collection with brown murky fluid both above and below the mesh. The small bowel loops were densely matted together but not adherent to the mesh.¿ ¿ ¿an upper midline incision was made from the around the area of the umbilicus using the prior incision. This incision was made with a number 10 blade and carried through skin into subcutaneous tissues and the multiple layers of sutures that had been placed by plastic surgery at the time of his hernia repair were removed. The myo-cutaneous flaps that had been mobilized were opened along the midline to expose the mesh. When the mesh was encountered extending down into the left side of the abdominal wall was a large pocket of murky brown fluid. Cultures were obtained of this fluid which was then fully drained. The mesh did not appear to be adherent to the bowel below and a small incision was made in the mesh. A finger was advanced through this incision and confirmed that there was no bowel adherent to the midportion of the mesh. Additional brown murky fluid was located below the mesh and deep cultures were sent as well. Approximately 500 cc of fluid was drained from the area behind the mesh and the mesh was opened in the middle to expose the bowel below. The small bowel was densely matted together but was not adherent to the mesh. Laterally there were some adhesions to the mesh and these were taken down sharply using metzenbaum scissors and the sutures holding the mesh in place were cut. The mesh was removed and passed off the field as a specimen. The abdomen was then washed out using copious amounts of warm normal saline. Hemostasis was checked and noted to be excellent. Manual palpation of the abdomen revealed no retained instruments or sponges. An abdominal vac dressing was placed over the abdomen.¿ relevant medical information: ¿ (B)(6) 2011: pathology: ¿specimen is received unfixed labeled with the patient¿s name, initials es and ¿mesh.¿ it consists of 27.0 x 20.0 x 0.1 cm tan pliable synthetic mesh material with minimal tan-red, soft tissue overgrowth.¿ ¿ (B)(6) 2011: microbiology ¿ deep wound culture: ¿gram stain: no wbcs or organisms present. Culture: no growth 2 days. Status: final, (B)(6) 2011.¿ ¿ (B)(6) 2011: microbiology ¿ deep wound culture: ¿gram stain: rare wbcs present, no organisms present. Culture: no growth 2 days. Status: final, (B)(6) 2011.¿ ¿ (B)(6) 2011: microbiology ¿ tissue/surgical culture: ¿gram stain: no wbcs or organisms present. Culture: light staphylococcus aureus. Status: final, (B)(6) 2011.¿ ¿ (B)(6) 2011: closure of skin. ­ ¿the patient is a gentleman status post ventral hernia repair whose mesh has become infected. He was taken back to the operating room 48 hours ago for removal of the mesh and placement of abdominal wound vac.¿ ­ ¿we removed the wound vac, irrigated copiously with about 4 l of normal saline. There was one area where there was a small amount of purulent material. This was under the subcutaneous tissue above the fascia, placed a drain in that area, mobilized flaps on both sides, and then did a skin only closure using 2-0 nylon using vertical mattress stitches. At the end of the case, a dressing was applied.¿ ¿ (B)(6) 2011: ¿abd soft, nd, tenderness diminished significantly, no erythema present, no purulence or drainage from incisions, small dehisced area superficially w/packing in place, dressings c/d/I¿¿ ¿ (B)(6) 2011: discharge summary: ¿ventral hernia repair, wx [sic] lap, loa, closure with mesh on (B)(6) 2011; developed pe postoperatively, on coumadin, discharged (B)(6) 2011. Presented to ER (B)(6) 2011 with fever, large fluid collection on osh ctap [CT abdomen/pelvis], leukocytosis and cellulitis around jp sites. To or on (B)(6) 2011 for removal of infected mesh, abdominal vac; returned to or on (B)(6) 2011 for abdominal wash out and skin only closure. Postop uncomplicated, resumed coumadin with lovenox bridge; follow up with dr. (B)(6) for coumadin/lovenox adjustments.¿ conclusions: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use warns, ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating . Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 8592916. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 2009 were not provided. History and physical records dated (B)(6) 2009 indicates the patient seen for chief complaint of ¿painful umbilical hernia.¿ the patient is a 53-year-old white male who had a long-standing history of an umbilical hernia, over 5 years, with it bulging out, stating that he was planning elective repair and has had preoperative evaluation by his primary care physician.before having this repaired while working early this morning under a motor he states that he suddenly developed pain in the hernia with firmness and enlargement of this, which had gotten progressively severe to the point he presented to the emergency room unable to reduce the hernia.¿ history and physical records dated (B)(6) 2009 state: ¿he was seen and evaluated. A CT scan was performed and he denied any nausea or vomiting, just local pain and discomfort. Emergency surgical evaluation was requested and the patient is agreeable to proceeding with emergent surgery with plans to remove the redundant umbilical skin by excising the umbilicus.¿ the records indicate the patient takes plavix and aspirin.¿ CT abdomen/pelvis dated (B)(6) 2009 states: ¿impression: fat containing umbilicus hernia.¿ operative records dated (B)(6) 2009 indicate the patient underwent ¿umbilical herniorrhaphy,omphalectomy, and partial omentectomy.¿ postoperative diagnosis ¿strangulated umbilical hernia with ischemic omentum.¿ the records state: ¿the tense hernia was elevated approximately 7 cm off the surface of the abdominal wall, and was prepped with betadine, draped in a sterile manner. An elliptical incision was performed beginning right at the upper base and then along the inferior edge of the umbilical skin crease.¿ operative records dated (B)(6) 2009 state: ¿this was carefully deepened sharply by the scalpel into the subcutaneous tissue, and then careful electrocautery was used for hemostasis and developing the short superior flap easily identifying the neck of the hernia. This was mobilized off the subcutaneous tissue excising a small portions of subcutaneous tissue on the lateral edges and deepening this down to the midline fascia, mobilizing the small amount of fatty tissue off the fascial edges and identifying the neck, which was carefully incised with electrocautery.¿ operative records dated (B)(6) 2009continue: ¿this allowed exposure of some preperitoneal fatty tissue that was serially clamped, divided, and ligated with 2-0 chromic ligatures slowly enlarging the opening. This allowed identification of the opening into the peritoneum and identified incarcerated omentum. This was carefully dissected out by enlarging the neck of the sac, allowing the omentum to be freed and identifying an ischemic tip of omentum that was transected through a grossly normal fatty tissue by serially clamped, divided, and ligated with 2-0 chromic ties carefully noting that there was no evidence of any colon or small bowel in the operative field.¿ operative records dated (B)(6) 2009 state: ¿the omentum was allowed to retract back into the abdominal cavity and then, the remaining preperitoneal fat serially clamped, divided, and ligated with 2-0 chromic ties removing the remaining mass and umbilical hernia. Then, digital exploration showed no other local defects. The fascial defect was somewhat circular, measured approximately 2 cm in size, and was closed in a transverse fashion by careful placement of mattress sutures of #1 bralon full thickness of the fascia.¿ operative records dated (B)(6) 2009 state: ¿all sutures were placed and then carefully tied, and the wound irrigated with saline, was completely hemostatic. The subcutaneous tissue was loosely approximated with interrupted 4-0 polysorb sutures. The skin edges were mobilized superiorly and inferiorly with electrocautery at the subderrnal level, and then this incision closed transversely without tension, and a 2-layer closure with interrupted subcuticular 4-0 polysorb, and interrupted simple and mattress sutures of 3-0 surgipro. Sterile dressings were applied.¿ CT abdomen/pelvis dated (B)(6) 2010 impression: diverticulosis without evidence of diverticulitis. History and physical dated (B)(6) 2010 indicates the patient was admitted to the hospital for chief complaint of ¿abdominal pain.¿ ¿this is a 54-year-old male, with 1-day history of worsening abdominal pain, with associated nausea and vomiting. He denies any fever. Persistent symptoms led to ed consultation. He was noted to have a possible acute abdomen. CT scan of the abdomen and pelvis shows free perforation with sigmoid diverticulitis. Surgical service was called to plan for emergent surgery today.¿ CT abdomen/pelvis dated (B)(6) 2010 states: ¿impression: findings consistent with perforated diverticulitis. Medical consultation records dated (B)(6) 2010 state: ¿impression: patient had a very poor renal output with hypotension after surgery. Patient started putting out urine after 3 liters of rapid saline infusion. Patient might have sustained acute renal failure and azotemia because of sepsis associated with perforation of the diverticulum. Patient's bnp is slightly elevated. It could be associated with other problem including acute infectious process and diverticulitis apart from possibility of fluid overload.¿ discharge summary dated (B)(6) 2010 indicates the patient was admitted to the hospital on (B)(6) 2010 for ¿1. Perforated sigmoid diverticulitis, 2. Morbid obesity (bmi of 39).¿ discharge diagnoses: ¿1. Perforated sigmoid diverticulitis. 2. Abdominal wound dehiscence. 3. Acute debilitated state. 4. Postoperative pain. 5. Nausea possibly secondary to narcotic pain medications. Discharge summary dated (B)(6) 2010 states: ¿this is a 54-year-old obese male who came through the emergency room because of acute 1-day history of abdominal pain with nausea and vomiting. CT scan had shown an intra-abdominal free air with findings consistent with perforated sigmoid diverticulitis. He was subsequently brought to the operating room on an emergent basis, where he had undergone sigmoid colectomy and colostomy. Patient tolerated the procedure well. Discharge summary dated (B)(6) 2010 states¿ ¿on postop day 7, he was examined, although complaining of some abdominal pain from the incision site. Abdomen was examined and staples and retentions were noted to be intact. However, by postop day 8, he had felt a rip in his abdominal area after getting off of the bed and was subsequently noted to have developed a dehiscence.¿ ¿he was then brought at this time to the operating room for wound exploration, abdominal washout and repair of said dehiscence. This procedure he tolerated well.¿ discharge summary dated (B)(6) 2010 states: ¿by postop day 11, he had subsequently developed stool and gas again from the stoma. Currently, the patient is well enough that he can be transferred to skilled nursing unit with plan of adjusting pain medications, controlling nausea, and as well as continued physical therapy and occupational therapy as needed. Projected length of stay in skilled nursing unit is approximately 1 week.¿ history and physical dated (B)(6) 2010 states: ¿this is a 54-year-old male who had undergone sigmoid resection with colostomy (B)(6) 2010 for perforated sigmoid diverticulitis. He had also had undergone subsequent repair of abdominal wound dehiscence on (B)(6) 2010 he now comes back for possible reversal of colostomy. He had recently undergone sigmoidoscopy, as well as barium enema study, which did not show any anatomic lesions which would contraindicate planned colostomy reversal.¿ operative records dated (B)(6) 2010 state: ¿a midline incision following previous midline scar was performed and carried through in layers until the abdominal cavity was entered. I then subsequently encountered dense intra-abdominal and pelvic adhesions due to previous surgery; after meticulous and tedious, sharp and electrocautery dissection, the adhesions were lysed. However, during course of dissection, the small bowel wall enterotomy was created and subsequently repaired using vicryl 3-0 in a simple interrupted fashion, reinforced with lembert stitches using silk 3-0.¿ operative records dated (B)(6) 2010 state: ¿repair was noted to be intact without any evidence of enteric leakage afterwards. Once adhesiolysis was completed, sweep of abdominal cavity was then performed, noting a smooth liver and nasogastric tube in place within the stomach. No gross pathologies were seen. Rectosigmoid stump was identified, noted to be intact, and colostomy was present without any evidence of parastomal hernia. The colostomy was then excised.¿ operative records dated (B)(6) 2010 state: ¿using sharp and electrocautery dissection, the stoma was identified and subsequently circumferentially dissected to mobilize it from the skin. Dissection was carried down to the fascial wall and once adhesions surrounding the fascial defect were then lysed, the stoma was then subsequently reduced back into the abdominal cavity. Once done, the colostomy was then excised using a linear staple device fired across the descending colon, stapling and dividing the said area. Specimen was then sent for pathologic examination.¿ operative records dated (B)(6) 2010 state: ¿this now becomes the proximal portion of the planned anastomosis. Pursestring device was then subsequently placed and fired over this proximal portion of anastomosis and once done, this proximal portion was opened up. Sequential dilation was then performed to allow a size 33 staple head. The eea staple head was then placed within this proximal portion and secured in standard fashion. The surrounding fibrofatty tissues were carefully then debulked to provide an adequate field for staple firing.¿ operative records dated (B)(6) 2010 state: ¿once done, the eea stapler was then passed through the anus into the rectum and into the sigmoid stump. The spike was subsequently deployed, protruding on the anterior surface of the sigmoid stump, the head was then subsequently attached to the staple device in the usual fashion and the staple device was then fired creating the anastomosis. The anastomosis was noted to be in place without any tension, torsion, or kinking. The staple device was then removed. Descending colon was then clamped.¿ operative records dated (B)(6) 2010 state: ¿the anastomosis was submerged under saline. The anastomosis was inflated, however, noted bubbles indicating a leak. This leak was subsequently identified on the left anterior portion of the anastomosis and this was subsequently repaired using a single layer of vicryl 3-0 in a simple interrupted suture. The anastomosis was then resubmerged under saline, colon clamped and the anastomosis then inflated. At this point, there was no evidence of leaks.¿ operative records dated (B)(6) 2010 state: ¿once done, additional irrigation of the operative field was then performed using normal saline and suctioned until clear and once sponge and instrument counts were completed, the stoma defect was subsequently closed using vicryl 0 in a simple interrupted fashion and the abdominal wall fascia layer was then closed using vicryl 1-0 in a figure-of-eight fashion interspersed with en masse retention sutures using nylon 1-0 and bridges. This was done in sequential fashion to approximate the fascial edges appropriately. Once done, staple closure of the wound edges were then performed and an iodoform packing was then placed in the subcutaneous tissues. Sterile dressing was then placed in the wound site.¿ a pathology report dated (B)(6) 2010 for a specimen collected (B)(6) 2010 states: ¿diagnosis: a) descending colon diverticulosis. Serosa and mesocolic fat with congestion and foci of granulomatous inflammation. Colostomy site with mild inflammation and congestion. Opposite resection margin - mild congestion. B) anastomotic ring mild congestion.¿ discharge summary dated (B)(6) 2010 indicates the patient was admitted to the hospital ono (B)(6) 2010 for ¿status post hartmann procedure with colostomy.¿ ¿the patient underwent said procedure on (B)(6) 2010 which he tolerated well.¿ history and physical dated (B)(6) 2011 indicates patient was seen for chief complaint of ¿severe, sharp, stabbing pain and nausea in his hernia.¿ the records state: ¿the patient is a 55-year-old white male who was planning to have a ventral hernia repaired and was actually getting pretesting when he developed sharp, severe pain in the hernia associated with some nausea and some loose stools. The hernia is a massive, rapidly-enlarging hernia in his left lower quadrant, appears to have come from an old ostomy site. This had been causing sharp, stabbing pains just a few days before, but also just of recent onset is a soft swelling in the epigastric portion of his incision.¿ history and physical dated (B)(6) 2011 states: ¿he relates that he has been unable to lose weight and has been actually gaining weight due to inactivity. He has been using an abdominal binder, noting some redness and discoloration of the skin and striae from stretching of the skin over the rapidly-enlarging hernia. With pain relief because of IV dilaudid, he was successfully able to reduce the hernia and stop the severe pain that had resulted. He has had multiple recent surgeries, noting that in (B)(6) 2010 he had excision of his colostomy with colorectal anastomosis.¿ history and physical dated (B)(6) 2011 states: ¿approximately 6 weeks after that surgery he had developed a hernia at the site that has greatly enlarged. He has also had other surgeries with a perforated sigmoid diverticulitis in (B)(6) 2010. He has also had a strangulated umbilical hernia with his umbilicus removed, in (B)(6) 2009 an epidermoid cyst from his back removed. His bowels have been moving well, formed and soft, with just some recent chronic changes.¿ history and physical dated (B)(6) 2011 states: ¿physical examination: abdomen: morbidly obese, very rotund. There is eccentric large swelling in the left lower quadrant of the abdomen, noting some striae and some erythema of the overlying skin from pressure or rubbing of the abdominal binder. There is a little excoriation of the scar of the ostomy, and the midline scar appears otherwise grossly intact except for the very apex of which has a 7-cm, soft reducible swelling. The hernia in the left side does not appear to be fully reduced and is slightly tender in a few spots. There are bowel sounds noted.¿ CT abdomen/pelvis dated (B)(6) 2011states: ¿impression: no sign of obstruction status post partial colon resection with surgical anastomotic staple line identified in the sigmoid colon. Two new ventral hernias are identified with 1 left lateral containing loops of bowel, however, there is no sign of obstruction.¿ a pathology report dated (B)(6) 2011for a specimen obtained (B)(6) 2011 [sic] states: ¿gross description: a) specimen is received in formalin labeled hernia sac and omentum with the patient's name and consists of a 15.0 x 8.0 x 6.0 cm mass of hemorrhagic and yellow adipose tissue. On the surface of the adipose tissue is an ellipse of skin measuring 9.0 x 2.0 cm. Underneath the surface of the skin is a sac-like structure with an opening measuring 13.0 cm in greatest dimension. Inside the sac-like structure there appears to be a smooth glistening membrane. A representative section of the smooth membrane area is submitted in cassette 1. A section of the skin with underlying fat is submitted in cassette 2. A random section of adipose tissue is submitted in cassette 3.¿ ¿diagnosis a) hernia sac and omentum: skin with scar. Fibromembranous and adipose tissue with congestion and hemorrhage.¿ discharge summary dated (B)(6) 2011 indicates the patient was admitted to the hospital on (B)(6) 2011for ¿1. Recurrent incarcerated ventral hernia. 2. Moderate obesity. 3. Atherosclerotic coronary artery disease with indwelling coronary stent and prior myocardial infarction. 4. Hypertension. 5. History of cerebrovascular accident. 6. Prostatic hypertrophy. 7. Osteoarthritis with chronic back pain.¿ discharge summary dated (B)(6) 2011 states: ¿patient is a moderately obese 54-year-old white male who had a recurrent ventral hernia at his colostomy site and was in the process of obtaining pretesting for elective repair, when he developed severe pain at the hernia site and was admitted through the emergency room onto the surgical service. With pain relief and control, the hernia was reduced and with a satisfactory pretesting and prior stable medical condition with recent surgery, he was again returned to the operating room under general anesthesia, noting a fairly complex large hernia at the colostomy site that had initially been repaired primarily at the time of colostomy reversal, had definite recurred and was repaired with a bard composix kugel mesh prosthesis and a jackson-pratt drain was placed with minimal blood loss. Surgery was performed on january 26.¿ records between (B)(6) 2011and (B)(6) 2011 were not provided. CT abdomen/pelvis dated (B)(6) 2011states: ¿clinical indication: recent surgery, rule out abscess.¿ ¿today's exam demonstrates recent postoperative change with ventral hernia repair and mesh placement. Surgical tacks are identified in the abdomen and multiple drains are seen adjacent to the mesh with fluid surrounding it. The largest component of fluid density surrounding the mesh measures 19.4 cm in width x 4.7 cm in depth. At the prior site of fat hernia in the left lower abdomen demonstrates what appears to be a fluid collection under the skin, not contiguous with the subcutaneous drains. This fluid collection measures 15.8 cm x 3.7 cm.¿ emergency room records dated (B)(6) 2012 indicate patient was seen for complaint of ¿lump, mass. Abd[ominal] pain, bruise, history of hernias.¿ ¿patient is a 56-year-old male who presents to the emergency room complaining of a right side abdominal abscess-like area that is very tender. According to him and this has been roughly started several days ago. Patient has a history of multiple surgeries in the abdomen will multiple adhesions. He denies any fevers chills nausea or vomiting. Patient is very concerned as he is not quite sure what it is and maybe frightened that might be an abscess that may need to be drained. He denies any other symptoms.¿ emergency room records dated (B)(6) 2012 indicate the patient is prescribed ¿warfarin sod (coumadin) 10mg po qday. ¿physical exam: gastrointestinal tenderness, mass, there is a tender area just right to the umbilicus which appears to be indurated of 5 x 6 cm surrounding some mild erythema and very tender probably consistent with an abscess.¿ the records state: ¿a CT scan of his abdomen and pelvis revealed a large ventral hernia without obstruction or complications or information no abdominal wall abscess or intra-abdominal abscesses diverticulosis without diverticulitis and had a liver a small sliding hiatal hernia.¿ medical records dated (B)(6) 2013 indicate patient was seen for ¿cough.¿ ¿patient also had an abdominal wall hernia repair with mesh 4 months ago. He feels like from coughing might have reinjured his repair.¿ ¿physical exam: gastrointestinal tender ventral hernia, not incarcerated.¿ CT abdomen/pelvis dated (B)(6) 2014 states: ¿clinical indication: pain, hernia, soreness and burning, marked with a bb.¿ ¿findings: there is scattered diverticular disease but no evidence for adjacent inflammation. Oral contrast is only seen to the level of the cecum, which is located in a large hernia sac along the anterior abdomen. This hernia sac contains loops of large and small bowel, as well as the mesentery. There is no sign ofobstruction. It appears broad-based with a neck that measures 20 cm. The hernia sac itself essentially occupies the entire abdomen and measures 23.5 cm x 8.8 cm. This has significantly progressed from the prior exam of (B)(6) 2012. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2011: (B)(6), md. Office visit. Recurrent abdominal hernia. Psh: repair umbilical hernia 2009, perforated sigmoid diverticulitis on (B)(6) 2010; underwent hartmann¿s resection. Wound dehiscence from this a week postoperatively. Several months after this, underwent reversal of colostomy. Repair of hernia at colostomy site with kugel mesh on (B)(6) this year. Now has recurrent hernia in midline abdominal wound. Smokes 1 pack per day. Does not drink. Pmh: mi 2009, stent placed; on plavix and aspirin for stent. Had diverticulitis. Wt. 272 pounds, bmi 37. Examination: abdomen moderately obese, has midline incision, left lower quadrant colostomy incision, large upper midline and mid-midline hernia; measures 15 cm in diameter. Repair at stoma site appears intact. CT scan confirms physical exam findings. Recti are separated by 15 to 18 cm; seems to have a piece of muscle bilaterally. Needs to be nicotine free, ideally should lose some weight. Will schedule repair of incisional hernia by separation of parts in the fall sometime. [Missing records: records for the CT scan confirming physical exam findings were not provided]. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2011: anesthesia preop evaluation. Home meds: [included] aspirin, clopidogrel (plavix). Pmh: [included] copd, diverticulitis of colon. Weight: 129 kg. Asa status: 3. Planned anesthesia: general. On (B)(6) 2011: pathology report. Accession #: (B)(4). Cc/pre/postop diagnosis: abdominal incisional hernia. Procedure: incisional hernia repair. Final diagnosis: fibrous tissue with foreign body giant cell reaction and foreign body (clinically-removal of abdominal wall mesh). Gross description: specimen is received fresh labeled with patient¿s name, initials es and ¿abdominal wall mesh.¿ received is a oval, 23 x 17 by less than 0.1 cm, gore-tex mesh [note from nurse reviewer: possible documentation error; other records state kugel mesh] with one surface being smooth and having scant fragments of adipose tissue measuring 2.5 x 2 x 0.3 cm and the opposing surface is covered by light pink adhesions with focal cauterization measuring 0.1 cm in thickness. A representative section is submitted in a cassette labeled a. Microscopic: microscopic examination substantiates the above diagnosis. Histo tissue summary/slides reviewed: part 1: abdominal wall mesh. Stain/cnt: h & e x1. Block: a. On (B)(6) 2011: progress note. Incision c/d/I, jp output serosanguinous. Begin heparin gtt for pe. Keep ng tube; had some nausea earlier, do not want pt to have n/v with new hernia repair particularly while starting full anticoagulation. On (B)(6) 2011: progress note. S/p ex-lap, loa, repair serosal tear, closure with gore®dualmesh® 10/28; hx of hartman¿s procedure and eventual colostomy takedown. Developed incisional hernia at colostomy site s/p kugel mesh repair. Impression/plan: [included] abdomen; benign wounds sat, drains serosang, binder in place. Keep npo, continue pca. On (B)(6) 2011: progress note. Ros: gastrointestinal: abdominal pain, tolerating clears, but reports some nausea. Exam: gastrointestinal: soft, staples intact, tender to palpation, jp x4 patent, scant ss drainage. Plan: gi: cont. Clears, hold diet advancement. Jps x4; requested prs remove drain located between mesh and fascia; however, prs would like this drain to remain in place. On (B)(6) 2011: progress note. Hpi: ventral hernia after multiple abdominal surgeries for diverticulitis, colectomy and s/p ostomy takedown. Hx of smoking. A/p: pod 6 abdominal closure with mesh. Oob, continue jp¿s and binder. On (B)(6) 2011: discharge summary. Hospital course: admitted for repair of incisional hernia. Underwent operative repair on (B)(6) by general and plastic surgery; included exploratory laparotomy, lysis of adhesions, repair of one serosal tear, closure using gore®dualmesh® and jp drain placement x4. Admitted to ICU postop. Pod #2, positive for acute pulmonary emboli and started on heparin drip. Then started on coumadin; on (B)(6) heparin drip discontinued. Initially controlled with paravertebral blocks; removed while on heparin drip without complication. Diet successfully restarted on (B)(6). On (B)(6), c/o nausea; diet held, then restarted without issue. Exam: gastrointestinal; soft, non-tender, non-distended, midline abdominal wound with intact staples, 4 jp drains to distal abdomen. Today, tolerating diet, ambulating the halls and stable for discharge home. Pcp was contacted today regarding hospital stay and discharge on coumadin. She will resume responsible [sic] of pt/inr. Will follow up general surgery and plastic surgery. Discharge plan: [included] aspirin, clopidogrel (plavix), warfarin (coumadin). Discharged home to self-care with jp drains. No lifting greater than 10 pounds. On (B)(6) 2011: h&p. Hpi: presents to ed with shaking chills and fever up to 102 beginning last night. Recent ex-lap/loa/excision of kugel mesh/closure w/mess [sic] by prs on (B)(6) 2011, postop course c/b pe for which he was started on coumadin, discharge on (B)(6) 2011. Noted mild nausea associated with fever. Seen in local ed and CT a/p revealed 19 cm abdominal fluid collection and leukocytosis of 18. Received dose of vancomycin at osh; fever resolved with tylenol in ed this afternoon. Reports persistent abdominal pain, left greater than right, unchanged since vhr. Reports pain at jp sites; wife notes increasing erythema at the sites. Has been no drainage or erythema from midline incision. Passing flatus and moving bowel regularly. Pmh: [included] obesity. Wt: 130 kg; bmi 38.8. No etoh x 5 years. Ros: gastrointestinal: nausea, abdominal tenderness; no vomiting, diarrhea, or constipation, last bm today. Integumentary: redness at jp sites. Home meds: [included] aspirin, clopidogrel (plavix). Exam: gastrointestinal: soft, nondistended, ttp diffuse, left greater than right, no rebound or rigidity, significant erythema surrounding jp sites that are tender, midline abdominal incision intact with staples without drainage or erythema. Impression/plan: readmitted with leukocytosis, fevers after ventral hernia repair with goretext [sic] mesh. Start on broad spectrum abs, to or for explant of mesh if any signs of hemodynamic instability. On (B)(6) 2011: progress note. Impression/plan: s/p ventral hernia repair with drain placement. Plastics aware of patient, nothing further to do right now. Regular diet. Continue home meds. One bout of hypotension overnight; bolus ivf. If does not improve/demonstrates additional evidence of sepsis, will consider more aggressive surgical options. Otherwise, treat conservatively with antibiotics. On (B)(6) 2011: psych consult. Hpi: no past psych hx; consulted for eval of depression. Pmh: diverticulitis s/p colectomy with multiple subsequent abdominal surgeries, chronic back pain. Endorses helplessness about series of abdominal surgery complications. Within past 6 months, has developed depressed mood, increasing social isolation and anxiety; unable to do activities he used to enjoy due to chronic pain. Reports he feels ¿hideous¿ due to ventral hernia; embarrassed to be in public because of size of abdomen. Tobacco: quit 4 months ago, smoked 1 ppd x 15 years. Impression/plan: depressive and anxiety sx started after first abdominal surgery; continued to worsen with each subsequent surgery. Zoloft. On (B)(6) 2011: progress note. Hpi: had sop w/gore-tex® mesh placed (B)(6) , re-admitted (B)(6) overnight for abd wall cellulitis; CT shows large supra and infra-mesh fluid collections. Subjective: significant tenderness on abd wall, no n/v/d. Exam: abd soft, nd, tender to very superficial palpation of skin. Erythema extending from lower abdomen, outlined, slightly outside lines this am. No purulence or drainage from incisions. Jps draining murky debris. Inc c/d/I. A/p: pod 15 s/p abdominal closure with mesh. Oob, continue jps. Discussed w/dr. Russavage, cellulitis not improving w/>24 hrs of abx, given CT findings and clinical exam, requesting general surgery to take to or for mesh removal and washout, possible vac or skin only closure. Cont. Abx, keep npo and hold coumadin until definitive tx determined. On (B)(6) 2011: microbiology-deep wound culture. Accession num: (B)(4). Specimen desc: wound abdomen. Special request: none. Gram stain: no wbcs or organisms present. Culture: no growth 2 days. Status: final, (B)(6) 2011. Anaerobic culture: no anaerobes isolated. Status: final, (B)(6) 2011. Fungus culture: no fungus isolated. Status: final, (B)(6) 2011. On (B)(6) 2011: microbiology-deep wound culture. Accession num: (B)(4). Specimen desc: wound abdomen on swab 2. Special request: none. Gram stain: no wbcs or organisms present. Culture: moderate staphylococcus aureus. Status: final, (B)(6) 2011. Anaerobic culture: no anaerobes isolated. Status: final, (B)(6) 2011. Fungus culture: no fungus isolated. Status: final, (B)(6) 2011. Gram stain: rare wbcs present, no organisms present. Culture: no growth 2 days. Status: final, (B)(6) 2011. On (B)(6) 2011: microbiology-wound/pus/aspirate cultures. Accession num: (B)(4). Specimen desc: wound abdomen on swab 3. Special request: none. Anaerobic culture: no anaerobes isolated. Status: final, (B)(6) 2011. Fungus culture: no fungus isolated. Status: final, (B)(6) 2011. On (B)(6) 2011: microbiology-tissue/surgical culture. Accession num: (B)(4). Specimen desc: tissue abdomen 4. Special request: none. Gram stain: no wbcs or organisms present. Culture: light staphylococcus aureus. Status: final, (B)(6) 2011. Anaerobic culture: no anaerobes isolated. Status: final, (B)(6) 2011. Fungus culture: no fungus isolated. Status: final, (B)(6) 2011. Afb culture: afb smear negative on direct specimen. Culture: no mycobacterium isolated. Status: final, (B)(6) 2011. On (B)(6) 2011: (B)(6) medical center . (B)(4). Operative report. Procedure: closure of skin. Pre/postoperative diagnosis: status post removal of infected mesh. History: ¿the patient is a gentleman status post ventral hernia repair whose mesh has become infected. He was taken back to the operating room 48 hours ago for removal of the mesh and placement of abdominal wound vac. He is brought back today for further evaluation. Consent was obtained from him.¿ description of operation: ¿the patient was brought to the operating room and general anesthesia was induced. He was already on antibiotics. His abdomen was prepped and draped. We removed the wound vac, irrigated copiously with about 4 l of normal saline. There was one area where there was a small amount of purulent material. This was under the subcutaneous tissue above the fascia, placed a drain in that area, mobilized flaps on both sides, and then did a skin only closure using 2-0 nylon using vertical mattress stitches. At the end of the case, a dressing was applied. The patient was awaken [sic] and taken to the pacu in stable condition.¿ attestation: ¿I attest I was present and either performed or supervised all portions of this case.¿ on (B)(6) 2011: radiology - x-ray abdomen, single ap view. Indication: postop infection. History: status post exploratory laparotomy and application of wound vac dressing. Comparison: CT abdomen/pelvis (B)(6) 2011 from (B)(6) hospital. Impression: no radiopaque sponge marker identified. On (B)(6) 2011: progress note. Abd soft, nd, tenderness diminished significantly, no erythema present, no purulence or drainage from incisions, small dehisced area superficially w/packing in place, dressings c/d/I with no strikethrough. On (B)(6) 2011: summary. Discharge dx: incisional hernia, postoperative infection. Hospital course: ventral hernia repair, wx lap, loa, closure with mesh on (B)(6) 2011; developed pe postoperatively, on coumadin, discharged (B)(6) 2011. Presented to ER 11 with fever, large fluid collection on osh ctap, leukocytosis and cellulitis around jp sites. To or on (B)(6) 2011 for removal of infected mesh, abdominal vac; returned to or on (B)(6) 2011 for abdominal wash out and skin only closure. Postop uncomplicated, resumed coumadin with lovenox bridge; follow up with dr. Amy diamond for coumadin/lovenox adjustments. Discharge medications: [included] aspirin, clopidogrel (plavix), warfarin (coumadin). Discharge instructions: [included] discharge to home, no lifting greater than 10 pounds, abdominal binder at all times, follow up with dr. Russavage, dr. Forsythe 2 weeks, dr. Diamond 1 week. On (B)(6) 2013: operative report. Pre/postop diagnosis: incisional hernia. Procedure: exploratory laparotomy, extensive lysis of adhesions-greater than 3 hours, repair of giant (36 x 19 cm) incisional hernia with biologic (strattice) mesh 25 x 40 cm (1000 square cm), revision of scar. Modifier 22 for a complex/difficult procedure. Anesthesia: general. Specimens: none. Tubes/drains: blake. Findings: moderate adhesions, large hernia with loss of domain. Preoperative information: prophylactic antibiotic ordered for administration within 60 minutes prior to surgery start time. Informed consent signed by patient. Risk acknowledgement statement: ¿I have reviewed the procedure with the patient. We discussed the risks and benefits of and the alternatives to the procedure.¿ surgical/invasive pre-procedure verify: patient identified prior to surgery, correct procedure, correct patient position, patient padded appropriately. Indications: ¿medical history significant for dvt/pe and a ventral hernia repair with gore-tex® mesh became infected. Mesh excision was required and he was left with a skin only closure. He now presents for abdominal wall reconstruction. Because of the very large size of the hernia, he is not a candidate for a separation of parts procedure. Because of his history with a mesh infection, he requires placement of a biologic mesh to reconstruct his abdominal wall.¿ operative timing: elective. Comorbid conditions: obesity, sleep apnea. Operative details: position: supine. Findings: ¿significant adhesions throughout the abdomen required an extensive lysis of adhesions. The hernia defect was so large it required placement of a 25 x 40 cm strattice mesh implant. Description of procedure: ¿the initial incision was initiated high in the epigastric area above where his previous skin only closure incision had terminated. In this area the skin was incised using a #10 blade this was carried through skin and subcutaneous tissue. Electrocautery was used to divide the subcutaneous tissue which was then dissected sharply using metzenbaum scissors to enter the peritoneum. Careful investigation revealed significant adhesions in this area. These were carefully taken down using metzenbaum scissors and the incision was opened approximately 2 cm. 2 fingers were advanced into the abdomen and used to palpate and interrogate for adhesions along the midline. Kocher's were applied to the skin on either side of the incision and used to elevate the skin flaps wall adhesions were taken down sharply using metzenbaum scissors along the midline skin only closure. As the adhesions were taken down the incision was opened further in an inferior direction. Toward the inferior aspect of the wound there is a loop of small bowel that was densely adherent to the skin. It was carefully taken down sharply using a combination of scalpel dissection and metzenbaum scissors to avoid injuring the bowel. Once this loop was taken down the remainder of the midline incision was opened. The rectus muscles and retracted laterally on both sides and extensive lysis of adhesions was required to mobilize the rectus muscles. After approximately 3 hours of enterolysis, the abdominal cavity was freed up and off to allow for placement of the biologic mesh. The hernia defect measured 34 x 19 cm and a 40 x 25 cm piece of stratice [sic] mesh was selected. It was secured to the fascia in a running fashion using #1 surgipro suture. Redundant skin and scar was excised. 2 #10 channel drains were placed overlying the mesh. The subcutaneous tissue was reapproximated over the mesh using 2-0 polysorb sutures. The skin was closed using staples. Postoperative information: estimated blood loss: 300 ml. Complications: none. Postoperative condition: good condition. Sponge/needle count: correct.¿ on (B)(6) 2013: discharge summary. Hospital course: history of multiple hernia operations presented for elective ventral hernia repair with biologic mesh with 2 jps placed. Hospital course relatively uncomplicated. Pain well controlled on oral regimen, tolerating regular diet, passing flatus and moving bowels normally. Discharged with home care for jps; follow up in 1-2 weeks with dr. Forsythe. Weight: 122 kg. Bmi: 36.4. Exam: gastrointestinal: soft, obese abd, appropriately ttp, jps w/serosang output, binder. Discharge meds: [included] aspirin, clopidogrel (plavix). No lifting greater than 10 pounds. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2011, whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2011, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal, additional surgery, pain, fluid collection, cellulitis. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated patient codes. H6: updated device code . H6: updated conclusion codes. Previous patient codes (1994, 3191: appropriate term/code not available for ¿fluid collection: and ¿cellulitis¿) were reported based on the original complaint and are no longer applicable per gore¿s investigation. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: the known medical records span may 17, 2009 through april 16, 2018 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Patient information: medical history: recurrent hernia in midline abdominal wound; large upper midline and mid-midline obesity: ­ (B)(6) 2011: 272 lbs; bmi 37, ­ (B)(6) 2011: 129 kg; bmi 38.5, ­ (B)(6) 2011: 130 kg; bmi 38.8, ­ (B)(6) 2011: 260 lbs; bmi 35.3, ­ (B)(6) 2012: 301 lbs; bmi 40.8, ­ (B)(6) 2012: 280 lbs; bmi 38.0, ­ (B)(6) 2013: 132 kg; bmi 39.4, ­ (B)(6) 2014: 271 lbs; bmi 37.3, ­ (B)(6) 2018: 302 lbs; bmi 42.1. Smoker: ­ (B)(6) 2011: 1 pack/day. ­ (B)(6) 2011: quit 4 months ago; 1 pack/day x 15 years. Chronic obstructive pulmonary disease. Diverticulitis. Myocardial infarction. Prior surgical procedures: (B)(6) 2009: umbilical herniorrhaphy, omphalectomy and partial omenectomy. (B)(6) 2010: hartmann¿s procedure for perforated diverticulitis and peritonitis complicated by wound dehiscence a week post-operatively. (B)(6) 2010: colostomy reversal. (B)(6) 2011: repair of hernia at prior stoma site with kugel mesh. Relevant medical information: (B)(6) 2009: ¿the patient is a 53-year-old white male who had a long-standing history of an umbilical hernia, over 5 years, with it bulging out, stating that he was planning elective repair and has had preoperative evaluation by his primary care physician...¿ ¿...before having this repaired while working early this morning under a motor he states that he suddenly developed pain in the hernia with firmness and enlargement of this, which had gotten progressively severe to the point he presented to the emergency room unable to reduce the hernia.¿ (B)(6) 2009: umbilical herniorrhaphy, omphalectomy and partial omenectomy ¿the fascial defect was somewhat circular, measured approximately 2 cm in size, and was closed in a transverse fashion by careful placement of mattress sutures of #1 bralon full thickness of the fascia.¿. (B)(6) 2010: CT abdomen/pelvis: ¿diverticulosis without evidence of diverticulitis¿ (B)(6) 2010: CT abdomen/pelvis: ¿findings consistent with perforated diverticulitis¿ (B)(6) 2010: sigmoid colectomy and end colostomy for a diagnosis of perforated sigmoid diverticulitis with feculent peritonitis. (B)(6) 2010: abdominal wound washout and repair of an abdominal wound dehiscence dehiscence of abdominal wound. No evidence of fascial necrosis or gangrene. No evidence of intraabdominal abscess collection. 4. Intact sutures, but had cut through the very thin fascial layer. (B)(6) 2010: exploratory laparotomy with adhesion lysis, partial colectomy with excision of colostomy and low anterior anastomosis, repair of small bowel enterotomy x 1 dense intra-abdominal and pelvic adhesions, secondary to previous surgery. 2. Small bowel enterotomy created during dissection and adhesiolysis, subsequently repaired primarily. (B)(6) 2011: ¿the patient is a 55-year-old white male who was planning to have a ventral hernia repaired and was actually getting pretesting when he developed sharp, severe pain in the hernia associated with some nausea and some loose stools. The hernia is a massive, rapidly-enlarging hernia in his left lower quadrant, appears to have come from an old ostomy site. This had been causing sharp, stabbing pains just a few days before, but also just of recent onset is a soft swelling in the epigastric portion of his incision.¿ ¿he relates that he has been unable to lose weight and has been actually gaining weight due to inactivity.¿. (B)(6) 2011: ventral herniorrhaphy with mesh prosthesis, partial omenectomy, lysis of adhesions. ¿revealed a 8 cm wide x 10 cm long defect in the left lower quadrant, just lateral to the left of midline, most likely representing the prior colostomy site which at the time of colostomy reversal had a large associated hernia. Repaired using a bard composite kugel hernia patch, a large oval 19.6 cm x 24.6 cm¿¿. Implant preoperative complaints: (B)(6) 2011: ¿repair umbilical hernia 2009, perforated sigmoid diverticulitis (B)(6) 2010; underwent hartmann¿s resection. Wound dehiscence from this a week postoperatively. Several months after this, underwent reversal of colostomy. Repair of hernia at colostomy site with kugel mesh january this year. Now has recurrent hernia in midline abdominal wound. Smokes 1 pack per day.¿ ¿abdomen moderately obese, has midline incision, left lower quadrant colostomy incision, large upper midline and mid-midline hernia; measures 15 cm in diameter. Repair at stoma site appears intact. CT scan confirms physical exam findings. Recti are separated by 15 to 18 cm; seems to have a piece of muscle bilaterally. Needs to be nicotine free, ideally should lose some weight. Will schedule repair of incisional hernia by separation of parts in the fall sometime.¿. Implant procedure: 2 separate procedures during 1 operating room encounter. Exploratory laparotomy, lysis of adhesions, excision of kugel mesh. Abdominal wall reconstruction with ¿gore-tex dual mesh¿. Implant: gore® dualmesh® plus biomaterial (8592916/1dlmcp08) 26 x 34 cm, oval. Implant date: (B)(6) 2011. Description of hernia being treated: dr. (B)(6): ¿previous midline incision was incised. The peritoneal cavity was safely entered. We identified large midline hernia sac and lysed adhesions, freeing up bowel and omentum from the abdominal wall. Anterior bowel loops were freed from each other. As we extended our dissection to the left, we found where his previous colostomy site hernia had been repaired with kugel mesh. The edges of this had curled and the intestines was densely adherent to this. Intestine was at risk of the stiff edges of this kugel mesh eroding into the bowel.¿ ¿thus, we thought it was necessary to excise this mesh. With tedious dissection, we were able to safely excise the kugel mesh. Ultimately, posterior abdominal wall was freed. We similarly dissected subcutaneous tissue from the anterior abdominal wall. At this point, dr. Russavage and the plastics team scrubbed for mesh repair of his very large defect. We felt that there was no way that separation of parts was feasible with his large multiple defects.¿. Implant size and fixation: dr. (B)(6): ¿after dr. (B)(6) finished his portion of the operation, attention was then turned to the abdomen, where a 25 x 20 cm piece of dual mesh was placed with prolene sutures under [sic] technique . Wound was irrigated with copious amounts of bacitracin-impregnated normal saline solution. The abdomen was closed with 3-layer plastic closure with application of three 10 mm blake drains.¿. Post-operative period: [10 days]. (B)(6) 2011: ¿incision c/d/I, [clean, dry, intact] jp [(B)(6) drain] output serosanguinous. Begin heparin gtt [drip/infusion] for pe [pulmonary embolism]. Keep ng [nasogastric] tube; had some nausea earlier, do not want pt to have n/v [nausea/vomiting] with new hernia repair particularly while starting full anticoagulation.¿. (B)(6) 2011: ¿s/p [status post] ex-lap [exploratory laparotomy], loa [lysis of adhesions], repair serosal tear , closure with gore®dualmesh® 10/28; hx of hartman¿s procedure and eventual colostomy takedown. Developed incisional hernia at colostomy site s/p kugel mesh repair.¿. (B)(6) 2011: ¿pod [post-operative day] 6 abdominal closure with mesh. Oob [out of bed], continue jp¿s and binder.¿. (B)(6) 2011: discharge summary: ¿admitted for repair of incisional hernia. Underwent operative repair on 10/28 by general and plastic surgery; included exploratory laparotomy, lysis of adhesions, repair of one serosal tear, closure using gore® dualmesh® and jp drain placement x4. Admitted to ICU postop. Pod #2, positive for acute pulmonary emboli and started on heparin drip. Then started on coumadin; on 11/4 heparin drip discontinued. Initially controlled with paravertebral blocks; removed while on heparin drip without complication. Diet successfully restarted on 11/3. On 11/5, c/o [complained of] nausea; diet held, then restarted without issue.¿ ¿gastrointestinal; soft, non-tender, non-distended, midline abdominal wound with intact staples, 4 jp drains to distal abdomen. Today, tolerating diet, ambulating the halls and stable for discharge home. Pcp was contacted today regarding hospital stay and discharge on coumadin. She will resume responsible [sic] of pt/inr [prothrombin time/international normalized ratio]. Will follow up general surgery and plastic surgery.¿. Relevant medical information: (B)(6) 2011: CT abdomen/pelvis: ¿today's exam demonstrates recent postoperative change with ventral hernia repair and mesh placement. Surgical tacks are identified in the abdomen and multiple drains are seen adjacent to the mesh with fluid surrounding it. The largest component of fluid density surrounding the mesh measures 19.4 cm in width x 4.7 cm in depth. At the prior site of fat hernia in the left lower abdomen demonstrates what appears to be a fluid collection under the skin, not contiguous with the subcutaneous drains. This fluid collection measures 15.8 cm x 3.7 cm.¿. (B)(6) 2011: ¿presents to ed with shaking chills and fever up to 102 beginning last night. Recent ex-lap/loa/excision of kugel mesh/closure w/mess [sic] by prs on 10/28/11, postop course c/b [complicated by] pe for which he was started on coumadin, discharge on (B)(6)2011. Noted mild nausea associated with fever. Seen in local ed and CT a/p [abdomen/pelvis] revealed 19 cm abdominal fluid collection and leukocytosis of 18. Received dose of vancomycin at osh; fever resolved with tylenol in ed this afternoon. Reports persistent abdominal pain, left greater than right, unchanged since vhr [ventral hernia repair]. Reports pain at jp sites; wife notes increasing erythema at the sites. Has been no drainage or erythema from midline incision. Passing flatus and moving bowel regularly.¿ ¿gastrointestinal: soft, nondistended, ttp [tender to palpation] diffuse, left greater than right, no rebound or rigidity, significant erythema surrounding jp sites that are tender, midline abdominal incision intact with staples without drainage or erythema.¿ ¿start on broad spectrum abs [antibiotics], to or for explant of mesh if any signs of hemodynamic instability.¿. (B)(6) 2011: ¿s/p ventral hernia repair with drain placement. Plastics aware of patient, nothing further to do right now. Regular diet. Continue home meds. One bout of hypotension overnight; bolus ivf. If does not improve/demonstrates additional evidence of sepsis, will consider more aggressive surgical options. Otherwise, treat conservatively with antibiotics.¿. Explant preoperative complaints: (B)(6) 2011: ¿had sop w/gore-tex® mesh placed 10/28, re-admitted 11/10 overnight for abd wall cellulitis; CT shows large supra and infra-mesh fluid collections.¿ ¿significant tenderness on abd wall , no n/v/d [nausea/vomiting/diarrhea]. Exam: abd soft, nd [non-distended], tender to very superficial palpation of skin. Erythema extending from lower abdomen, outlined, slightly outside lines this am. No purulence or drainage from incisions. Jps draining murky debris. Inc c/d/I.¿ ¿discussed w/dr. (B)(6), cellulitis not improving w/>24 hrs of abx [antibiotics], given CT findings and clinical exam, requesting general surgery to take to or for mesh removal and washout, possible vac or skin only closure.¿ (B)(6) 2011: ¿55-year-old male with history of complex ventral hernia repair approximately 2 weeks ago who presents with abdominal pain and was found to have a large fluid collection anterior and posterior to the mesh with cellulitis of the abdominal wall. Although cellulitis improved with antibiotic treatment, as foreign body the mesh required removal to adequately treat the infection.¿. Explant procedure: reopening of recent exploratory laparotomy, removal of infected ¿gore-tex®¿ mesh, abdominal washout, temporary closure with negative pressure (vac) dressing. Explant date: (B)(6) 2011. ¿there was a large fluid collection with brown murky fluid both above and below the mesh. The small bowel loops were densely matted together but not adherent to the mesh.¿. ¿an upper midline incision was made from the around the area of the umbilicus using the prior incision. This incision was made with a number 10 blade and carried through skin into subcutaneous tissues and the multiple layers of sutures that had been placed by plastic surgery at the time of his hernia repair were removed. The myo-cutaneous flaps that had been mobilized were opened along the midline to expose the mesh. When the mesh was encountered extending down into the left side of the abdominal wall was a large pocket of murky brown fluid. Cultures were obtained of this fluid which was then fully drained. The mesh did not appear to be adherent to the bowel below and a small incision was made in the mesh. A finger was advanced through this incision and confirmed that there was no bowel adherent to the midportion of the mesh. Additional brown murky fluid was located below the mesh and deep cultures were sent as well. Approximately 500 cc of fluid was drained from the area behind the mesh and the mesh was opened in the middle to expose the bowel below. The small bowel was densely matted together but was not adherent to the mesh. Laterally there were some adhesions to the mesh and these were taken down sharply using metzenbaum scissors and the sutures holding the mesh in place were cut. The mesh was removed and passed off the field as a specimen. The abdomen was then washed out using copious amounts of warm normal saline. Hemostasis was checked and noted to be excellent. Manual palpation of the abdomen revealed no retained instruments or sponges. An abdominal vac dressing was placed over the abdomen.¿ relevant medical information: (B)(6) 2011: pathology: ¿specimen is received unfixed labeled with the patient¿s name, initials es and ¿mesh.¿ it consists of 27.0 x 20.0 x 0.1 cm tan pliable synthetic mesh material with minimal tan-red, soft tissue overgrowth.¿ (B)(6) 2011: microbiology ¿ deep wound culture: ¿gram stain: no wbcs or organisms present. Culture: no growth 2 days. Status: final, (B)(6) 2011.¿ (B)(6) 2011: microbiology ¿ deep wound culture: ¿gram stain: rare wbcs present, no organisms present. Culture: no growth 2 days. Status: final, (B)(6) 2911.¿ (B)(6) 2011: microbiology ¿ tissue/surgical culture: ¿gram stain: no wbcs or organisms present. Culture: light staphylococcus aureus. Status: final, (B)(6) 2011.¿ (B)(6) 2011: closure of skin ­ ¿the patient is a gentleman status post ventral hernia repair whose mesh has become infected. He was taken back to the operating room 48 hours ago for removal of the mesh and placement of abdominal wound vac.¿ ­ ¿we removed the wound vac, irrigated copiously with about 4 l of normal saline. There was one area where there was a small amount of purulent material. This was under the subcutaneous tissue above the fascia, placed a drain in that area, mobilized flaps on both sides, and then did a skin only closure using 2-0 nylon using vertical mattress stitches. At the end of the case, a dressing was applied.¿. (B)(6) 2011: ¿abd soft, nd, tenderness diminished significantly, no erythema present, no purulence or drainage from incisions, small dehisced area superficially w/packing in place, dressings c/d/I¿¿ (B)(6) 2011: discharge summary: ¿ventral hernia repair, wx [sic] lap, loa, closure with mesh on 10/28/11; developed pe postoperatively, on coumadin, discharged (B)(6) 2011. Presented to ER (B)(6) 2011 with fever, large fluid collection on osh ctap [CT abdomen/pelvis], leukocytosis and cellulitis around jp sites. To or on (B)(6) 2011 for removal of infected mesh, abdominal vac; returned to or on (B)(6) 2011 for abdominal wash out and skin only closure. Postop uncomplicated, resumed coumadin with lovenox bridge; follow up with dr. (B)(6) for coumadin/lovenox adjustments.¿. Conclusions: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ . The gore® dualmesh® plus biomaterial instructions for use warns, ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 8592916. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: operative records dated (B)(6) 2010 indicate the patient underwent a sigmoid colectomy and end colostomy for a diagnosis of perforated sigmoid diverticulitis with feculent peritonitis. ¿this is a 54-year-old male with sudden onset, 1 day history of abdominal pain, persistent and worsening symptoms led to consultation in the emergency room. He was diagnosed to have a possible acute abdomen. CT scan was performed noting free intraabdominal air as well as sigmoid inflammation consistent with a sigmoid diverticulitis and perforation.¿ the records indicate ¿a long midline abdominal incision was created¿ for the sigmoid colectomy. The 7/12/2010 operative report states regarding the colostomy site: ¿an incision was made on the skin measuring approximately 3 cm in size. This was carried through in layers until this incision was created in the left upper quadrant of the abdomen, making sure that this incision went through the rectus muscle and allowing approximately 2 and 1 half fingers to pass through without any problems. Afterwards, the stapled colon end was then subsequently exteriorized through this incision and positioned without any tension, torsion, or kinking.¿ . Operative records dated (B)(6) 2010 state the patient underwent abdominal wound washout and repair of an abdominal wound dehiscence. Indications state: ¿this is a 54-year-old male, who had undergone emergent sigmoid colectomy and colostomy on (B)(6) 2010, because of perforated diverticulitis with a feculent peritonitis. Patient had remained fairly stable, gradually improving during his stay in the hospital. However, while getting up from the bed, he felt a sudden rip and pain in the abdomen. Subsequent examination revealed that there was evidence of fascial dehiscence. Patient subsequently scheduled for emergent abdominal wound washout and repair of said abdominal dehiscence.¿. Findings from the (B)(6) 2010 procedure state: ¿1. Dehiscence of abdominal wound. 2. No evidence of fascial necrosis or gangrene. 3. No evidence of intraabdominal abscess collection. 4. Intact sutures, but had cut through the very thin fascial layer.¿ . The (B)(6) 2010 operative report states: ¿the colostomy site was covered with a 4x4 gauze, and opsite to avoid contamination of the midline wound. Previously placed staples and retention sutures were removed. Examination revealed that the wound had dehisced at the middle 3rd of the incision. Previously placed stitches appear intact; however, a portion had cut through the fascia. There was no evidence of any necrosis nor any gangrene of the fascia, neither was there any evidence of any intraabdominal abscesses. Fascia was attenutated, however. Irrigation of the operative field, specifically the wound site, as well as intraabdominal cavity was performed and suctioned until clear. The small bowel was noted to be intact without any evidence of enterotomy nor any evidence of ischemia or gangrene. No other gross pathologies were seen. Once done, the closure of the fascial layer was then performed using pds 1 in a figure-of-eight fashion, interspersed with nylon 1 retention sutures to approximate the abdominal wall layers en masse. This was carried through carefully and deliberately to approximate the fascial wound edges.¿ . Operative records dated (B)(6) 2010 state the patient underwent ¿1. Exploratory laparotomy with adhesion lysis. 2. Partial colectomy with excision of colostomy and low anterior anastomosis. 3. Repair of small bowel enterotomy x 3.¿ postoperative diagnosis: ¿status post colostomy with hartmann resection.¿ findings from the procedure state: ¿1. Dense intra-abdominal and pelvic adhesions, secondary to previous surgery. 2. Small bowel enterotomy created during dissection and adhesiolysis, subsequently repaired primarily.¿ . Operative records dated (B)(6) 2011 state the patient underwent ¿1. Ventral herniorrhaphy with mesh prosthesis. 2. Partial omentectomy. 3. Lysis of adhesions.¿ postoperative diagnosis: ¿recurrent incarcerated ventral hernia and dense intra-abdominal adhesions.¿ . Findings from the (B)(6) 2011 procedure state: ¿revealed a 8 cm wide x 10 cm long defect in the left lower quadrant, just lateral to the left of midline, most likely representing the prior colostomy site which at the time of colostomy reversal had a large associated hernia. Repaired using a bard composite kugel hernia patch, a large oval 19.6 cm x 24.6 cm, reference #(B)(4), lot #hure1041. Noting complex hernias involving the midline and that the hernia at the apex of his epigastric incision could not be approached or repaired through the current incision as anticipated due to dense adhesions and would remain a second-stage repair of this complex abdominal wall with multiple ventral hernias.¿ . The (B)(6) 2011 operative report states: ¿noting a very large rotund abdomen, the hernia mass did not fully reduced under anesthesia. Elliptical skin incision was fashioned around the ostomy scar, which was somewhat hypertrophic and partially ulcerated including ellipse of skin and subcutaneous tissue.¿ ¿once into the subcutaneous tissue, the dissection was performed with cautery removing some fatty tissue but almost immediately only about 1 cm under the skin surface identifying the hernia sac. This was carefully dissected out of the fairly thick adipose tissue of the abdominal wall, circumferentially dissecting this down and obtaining hemostasis with electrocautery, identifying transfascial edges, identifying some muscle fibers medially and superiorly.¿ the (B)(6) 2011 records indicate that after extensive adhesiolysis was performed and the hernia sac, subcutaneous tissue, and omentum were removed as specimens, additional extensive adhesiolysis was performed. ¿after mobilizing the edges and adhesions, after a tedious long dissection, there was definitely very little fascia and very thin attenuated muscle remaining and a component fixation type of mobilization could not be attempted. The small bowel was mobilized off the anterior surface, where it was most dense in the midline obtaining a wide peritoneal surfaces around the edge of the hernia defect, which was measured to be 8 cm wide and 10 cm in length.¿ . The (B)(6) 2011 operative report continues: ¿during the dissection of the superior portion, several small hernia defects in the fascia were noted and dissected out of omentum covering. The omentum remained quite large and bulky. It was elected to use the bard composite mesh due to its polypropylene pockets that would afford direct visualization and placement of sutures, full thickness of the abdominal wall edges in a horizontal mattress fashion, carefully protecting the under surface with malleable clamps, each suture of 2-0 prolene was placed under direct vision. Securing this in 3 places in the midline and portion of the wound through thick fascia and muscle.¿. The (B)(6) 2011 operative report states: ¿there was a little more redundancy of the mesh laterally, which widely covered the weak portion of the lateral musculature. This was extended superiorly as far as possible and the mesh was carefully manipulated and laid out flat with the omentum on the smooth undersurface and the small bowel until the omentum. After placing the anchoring sutures using the bard absorbatack, these were also placed in the polypropylene pockets widely and circumferentially placing with bimanual pressure. These were tacked.¿ . The (B)(6) 2011 operative report continues: ¿then after placing the wider tacks in the central pocket, we were able to place additional anchoring mattress sutures of 2-0 prolene. The muscles that had been previously dissected out and mobilized laterally were also reapproximated with 0 polysorb sutures, closing the fascia loosely as much as possible and covering the majority of the mesh prosthesis.¿ ¿then the wound was closed with deep subcuticular 3-0 polysorb and staples to the skin.¿ . Operative records dated (B)(6) 2011 state the patient underwent ¿exploratory laparotomy, lysis of adhesions, excision of kugel mesh¿ for treatment of an incisional hernia. The records state: ¿his previous midline was incised. The peritoneal cavity was safely entered. We identified his large midline hernia sac and lysed adhesions, freeing up bowel and omentum from the abdominal wall. Anterior bowel loops were freed from each other. As we extended our dissection to the patient¿s left, we found where his previous colostomy site hernia had been repaired with kugel mesh. The edges of this had curled and the intestines was densely adherent to this. Intestine was at risk of the stiff edges of this kugel mesh eroding into the bowel.¿. The (B)(6) 2011 operative report continues: ¿thus, we thought it was necessary to excise this mesh. With tedious dissection, we were able to safely excise the kugel mesh. Ultimately, posterior abdominal wall was freed. We similarly dissected subcutaneous tissue from the anterior abdominal wall. At this point, dr. Russavage and the plastics team scrubbed for mesh repair of his very large defect. We left that there was no way that separation of parts was feasible with his large multiple defects.¿. Additional operative records dated (B)(6) 2011 indicate the patient underwent ¿abdominal wall reconstruction with gore-tex dual mesh.¿ indications: ¿the patient is an unfortunate 55-year-old man with massive ventral hernia with no rectus abdominus muscle with large domain issue. Dr. Peitzman and I mutually agreed that component separation was not in his best interest and was not possible, and so mesh placement was agreed.¿ . The (B)(6) 2011 operative report for the mesh placement states: ¿after dr. Peitzman finished his portion of the operation, attention was then turned to the abdomen, where a 25 x 20 cm piece of dual mesh was placed with prolene sutures under ___ [sic] technique. Wound was irrigated with copious amounts of bacitracin-impregnated normal saline solution. The abdomen was closed with 3-layer plastic closure with application of three 10 mm blake drains.¿ the records confirm a gore® dualmesh plus biomaterial ((B)(4)) was implanted during the procedure. Records between 10/28/2011 and 11/14/2011 were not provided. Operative records dated (B)(6) 2011 indicate the patient underwent ¿reopening of recent exploratory laparotomy. Removal of infected gore-tex mesh. Abdominal washout. Temporary abdominal closure with negative pressure (vac) dressing.¿ post-operative diagnosis: ¿infected gore-tex mesh.¿ ¿specimens: cultures. Gore-tex mesh.¿ indications: ¿55-year-old male with a history of a complex ventral hernia repair approximately 2 weeks ago who presents with abdominal pain and was found to have a large fluid collection anterior and posterior to the mesh with cellulitis of the abdominal wall. Although the cellulitis improved with antibiotic treatment, as foreign body the mesh required removal to adequately treat the infection.¿ findings: ¿there was a large fluid collection with brown murky fluid both above and below the mesh. The small bowel loops were densely matted together but not adherent to the mesh.¿ . The (B)(6) 2011 operative report states: ¿an upper midline incision was made from the around the area of the umbilicus using the prior incision. This incision was made with a number 10 blade and carried through skin into subcutaneous tissues. And the multiple layers of sutures that had been placed by plastic surgery at the time of his hernia repair were removed. The myocutaneous flaps that had been mobilized were opened along the midline to expose the mesh. When the mesh was encountered extending down into the left side of the abdominal wall was a large pocket of murky brown fluid. Cultures were obtained of this fluid which was then fully drained.¿. The (B)(6) 2011 operative report continues: ¿the mesh did not appear to be adherent to the bowel below and a small incision was made in the mesh. A finger was advanced through this incision and confirmed that there was no bowel adherent to the midportion of the mesh. Additional brown murky fluid was located below the mesh and deep cultures were sent as well. Approximately 500 cc of fluid was drained from the area behind the mesh and the mesh was opened in the middle to expose the bowel below. The small bowel was densely matted together but was not adherent to the mesh. Laterally there were some adhesions to the mesh and these were taken down sharply using metzenbaum scissors and the sutures holding the mesh in place were cut. The mesh was removed and passed off the field as a specimen. The abdomen was then washed out using copious amounts of warm normal saline. Hemostasis was checked and noted to be excellent.¿ . A pathology report dated (B)(6) 2011 states: ¿specimen is received unfixed with the patient¿s name¿and ¿mesh¿. It consists of 27.0 x 20.0 x 0.1 cm tan pliable synthetic meash material with minimal tan-red, soft tissue overgrowth.¿ ¿final diagnosis: mesh, removal: synthetic surgical mesh with adherent fibrinous debris.¿ . Anaerobic culture report dated 11/16/2011 regarding a specimen collected (B)(6) 2011 states: ¿no anaerobes isolated.¿. Surgical tissue culture reported dated 11/17/2011 regarding a specimen collected (B)(6) 2011 states: gram stain: no wbcs or organisms present. Culture 1. Light staphylococcus aureus.¿ a deep wound culture dated 11/17/2011 regarding a specimen collected 11/14/2011 states: ¿gram stain: no wbcs or organisms present. Culture 1. Moderate staphylococcus aureus.¿. A mrsa nose culture report dated 11/17/2011 and 11/24/2011 states: ¿no mrsa isolated.¿. Fungal culture report dated 12/12/2011 regarding a specimen collected (B)(6) 2011 states: ¿no fungus isolated.¿. Acid fast culture report dated 12/27/2011 regarding a specimen collected (B)(6) 2011 states: ¿no mycobacterium isolated.¿. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.